Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my hysterectomy in august') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced feeling abnormal ("brain fog"), fatigue ("fatigue") and multiple sclerosis ("ms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, feeling abnormal, fatigue, multiple sclerosis and weight increased outcome was unknown. The reporter considered fatigue, feeling abnormal, medical device removal, multiple sclerosis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: reporter added. Events brain fog and fatigue added. On (B)(6) 2020: events ms and weight gain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my hysterectomy in (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), multiple sclerosis ("ms") and herpes zoster ("shingles") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, feeling abnormal, fatigue, multiple sclerosis, weight increased and herpes zoster outcome was unknown. The reporter considered fatigue, feeling abnormal, herpes zoster, medical device removal, multiple sclerosis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event shingles was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my hysterectomy in (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), multiple sclerosis ("ms") and herpes zoster ("shingles") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids in my uterus "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, feeling abnormal, fatigue, multiple sclerosis, weight increased, herpes zoster and uterine leiomyoma outcome was unknown. The reporter considered fatigue, feeling abnormal, herpes zoster, medical device removal, multiple sclerosis, uterine leiomyoma and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: uterine fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media information received. Reporter's information added. Event: fibroids in my uterus added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my hysterectomy in august') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.